Event description:
17 weeks post-tx the patient is experiencing a large, lump bilaterally (the right side is bigger) they still have a "zing" in their pinky and ring finger when they moves their arm a certain way.